Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not receiving the site reminder as intended. The pump data was reviewed and found the reminder was turned off; however the customer stated the site reminder was turned on. Customer's blood glucose level was not impacted.